Event description:
It was reported that upon opening the foley tray, there was no syringe inside, so the user refrained from using it.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed that there were no syringe and folded pad inside the package. This might be due to operator's negligence at wrapping area. The reported event is confirmed as manufacturing related. A potential root cause for this failure mode could be due to operator's handling method, inaccuracy in counting, operator's negligence at wrapping and sealing, inadequate guideline for catheter reconciliation, and malfunction tower light. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray, there was no syringe inside, so the user refrained from using it.